Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the position waveform disappeared just before removing the impella. The motor waveform remained normal, and an ultrasound and x-ray confirmed that the device position was fine. Removal preparations were underway, and no snagging, tension, or manipulation occurred prior to the loss of the position waveform. The procedure was successful with no patient harm.